Manufacturer narrative:
(B)(4). The sample was not returned and due diligence was completed, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Sample not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 3. The hc was with a se 2240 in dwell 2 of 3 and the home patient (hp) was still connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and she said she was able to resume therapy after starting over with new supplies the next day. She said, she did not notice anything unusual with any of the previous supplies from that day. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample was discarded. A companion sample was available and has been requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A lot number was available and a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Additional information: the problem was not confirmed. The root cause was undetermined.